Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an monofocal intraocular lens (iol) was fully inserted when the surgeon noted the haptic was broken and had to remove the lens. There were no unplanned sutures required. It was unknown if an incision enlargement was required. The product is not available for evaluation. The patient status was unknown. No other information was provided.

Manufacturer narrative:
Additional info: additional information was provided and reported that the lens was inserted and removed during the same procedure, however, a back up lens was not available at that time. Therefore, the patient was implanted with a new lens the following day on (B)(6) 2026. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. There was no incision enlargement and no unplanned vitrectomy required. The patient status was reported as normal. There was no patient injury. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.